Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation that was red, itchy, and had 'lesions'. The patient's dermatologist precribed sarna cream. Follow up indicated that the irritation healed.